Event description:
It was reported when the device was used during a gastric bypass procedure, it fired an incomplete staple line. The case was extended by one hour. There was no further patient consequence.